Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that intermittent loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pt reported that insulin pushed out of the pump during an ezprime phase of a routine cartridge and infusion set change about one month prior to this report. He noted that he rec'd multiple random loss of prime warnings since that time. The pt confirmed, he was disconnected from the infusion site each time he performed an ezprime task.